Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor was obstructed. The distal tip of the lead was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned without the guidewire. Visual inspection showed the tip seal was damaged. The guidewire insertion was performed using the guidewire sample. There was obstruction was found at 3.5 cm from the pin. Destructive analysis was performed and found the tips seal was pulled back and stuck in distal coil lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the guidewire could not pass through the left ventricular (lv) lead. The guidewire was removed and several different guidewires were attempted. One stiffer stylet was able to pass through the lead, but resistance was felt. One of the competitor guidewires caught on the lead lumen and caused the lead to be pulled out of the coronary sinus branch. It was suspected that there was a blockage in the lead lumen, and the lv lead was removed. A replacement lv lead was attempted, but could not be implanted due to the patient's anatomy. No replacement lv lead was implanted. No patient complications have been reported as a result of this event.